Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that during implant procedure the atrial lead exhibited loss of capture. The lead was not used and a new lead was placed successfully. The patient was not symptomatic.